Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "hwbbt" error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional tests were performed and passed all relevant tests. An overnight charging and discharge battery test was performed and passed. The receiver data log was downloaded for review and a hardware error was observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.